Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that there was scratches on the pump touch screen. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the reported issues.